Event description:
It was reported that the pt presented to the clinic with muscle stimulation. The pulse generator exhibited backup vvi operation. The device was explanted electively on (B)(6) 2012 due to approaching eri.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.